Manufacturer narrative:
H3: product analysis of product: 8670055, lot: it10h009 visual and microscopic examination confirmed that the tip of the instrument was splayed/bent. This is consistent with bend stress overload. This regulatory report is being submitted due to retrospective review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional via a manufacturer representative regarding a tap used for oblique lateral interbody fusion (olif) therapy. It was reported that the tip of the tap had cracked and fragmented over multiple uses, resulting in an instrument break. There was no patient involvement reported. There were no further complications reported regarding the event.